Event description:
Customer reports that during a laparascopic nephrectomy, after 2 uses, the device stayed blocked and unable to apply clips. With another applier the clips stayed closed. No patient injury or intervention reported.

Manufacturer narrative:
At the time of this report, product sample not available for evaluation. Additional lot# t1262897.